Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A field service engineer arrived on site and found the device functioning properly. After replacing the power supply, comm sled, and reseating all cables, the system displayed a storage space error on the main drawer, which was resolved by replacing the controller board and retractable band. The customer confirmed multiple drawer failures. If a station doesn't resolve the issue, a project support engineer consult will be placed for service swap approval. The swap request has been approved. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank as no information was provided by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system requires a service swap. The customer stated that the station was continuously freezing and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.